Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and competitor's right ventricular (rv) lead exhibited high pacing lead impedance measurements greater than 2,000 ohms. There were no episodes with noise and other lead measurements appeared to be in range. Additional information was received indicating that the cause of the impedance issue was not conclusively determined. The competitor's rv lead was abandoned surgically and the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.